Manufacturer narrative:
The MFR has not yet received the devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be confirming. An e-mail requesting add'l info about the surgeon and the hosp was sent on 11/26/2014 to the appropriate reps. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2014 there was found rust at the kit inspection at the warehouse on a mincan 3.5 scrdriver shft hex 90mm ao after receiving them from the surgery. The surgery was on (B)(6) 2014.